Event description:
A healthcare provider reported that the catheter was clogged at the tip. It was replaced on (B)(6) 2013. After the replacement the patient was put on a low dose and they slowly increased the dose. The patient recently started receiving ¿good therapy¿.

Event description:
It was reported during a pump refill, the health care provider (hcp) had problems ¿getting the medicine in to fill it¿. The patient went to another hcp office in (B)(6)2013 to ¿get this straightened out¿. This second hcp was reportedly able to fill it, one time, by putting pressure on the patient¿s back. The patient started having ¿symptoms¿ so the physician planned a catheter study for (B)(6) 2013, but the patient wasn¿t able to make this appointment because she had to go to the emergency room (ER) instead. It was reported she was discharged that night, but when she got home, but started getting cold and ¿really sick¿. The patient wasn¿t able to ¿function or walk.¿ the patient then started to get pain as well, which prompted another hospital visit. It was reported the patient ¿ended up in the hospital¿ with withdrawals. A catheter study was attempted; however,the hcp was ¿unable to get the needle through.¿ it was said there were ¿like crystals¿ that had collected on the catheter. Reportedly, the patient wasn¿t getting any medication because the catheter was ¿closed¿ and ¿nothing was going through it.¿ it was said the hcp replaced one part of the catheter and repaired another part, the first week of (B)(6) 2013. The reporter indicated that in (B)(6) 2013, the new hcp changed the pump¿s medications from clonidine, bupivicaine and dilaudid to clonidine, bupivicaine and morphine. The hcp¿s final goal was to only have morphine in the pump. The bupivicaine was discontinued next, and the patient did not notice any difference in her pain levels. The clonidine was next discontinued and was estimated to have run through the pump tubing by the thursday prior to this report date. The patient had since then noticed an increase in pain in her legs. The patient was in pain the day prior to this report date and the morphine dose was increased to ¿08.¿ the only medication in the pump, at the time of this report, was just the morphine. The patient has felt ¿miserable¿ since she started going to this new hcp.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was further reported that at the time of the patient¿s withdrawal due to "not getting drug" in (B)(6) 2013 (as previously reported), the patient was given two injections of dilaudid for relief.